Event description:
It was reported that the delivery rate was not within tolerance. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was not confirmed. The device tested normally at the time of evaluation. The delivery rate was correct. No action was taken.